Event description:
It was reported that pins from within the system 7 dual trigger rotary fell out during cleaning and sterilization at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that pins from within the system 7 dual trigger rotary fell out during cleaning and sterilization at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event, pins coming out of the device, was confirmed. During the functional inspection the service technician observed the reported comment, as during intake it was found that the retaining pins in the front end assembly were missing. The failure could be indicative of excessive loading, normal wear from repeated use, or due to an overstressing condition as a result of release collar actuation during use.